Manufacturer narrative:
H6: updated. H3: two photos and one sample were received for investigation. As received the needless port was observed to be separated. The port and its corresponding cap were observed to have inconsistent welding marks. Complaint for the failure mode was confirmed since the subassembly (p/n: a00063-01) of the sample received present disconnection of the weld cap (p/n p1369-14) from the housing subassembly (p/n p1369-16). It was not possible to determine cause through the trials executed and the verification of the manufacturing process. The cause is unknown. Lot number was not provided therefore lot history review cannot be executed.

Manufacturer narrative:
D4. Primary UDI number: the primary di# has been used as the lot/serial information is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the registered nurse attempted to draw the infant's labs using the kids kit. While flushing the line in preparation for the draw, the clear ring around the needleless access port detached, along with the yellow inner part. The line was immediately clamped off, the PICC was heparin flushed and clamped. New fluids ordered and nnp notified that labs would be delayed, and fluid would be off until pharmacy could get another bag to bedside. Line was strung appropriately, no pressure was indicated on the IV pump, line was running without issue. There was no patient involvement, and no patient harm/adverse event reported.